Event description:
A report was received that the patient's battery would not charge and was non-functioning. The physician believed that the ipg was too deep which prevented the ipg from charging. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.